Manufacturer narrative:
Additional information: d.9. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) expired during a pd treatment with the fresenius cycler. There were no reported allegations that the death was related to any product related issues. In fact, the rn stated the death was not due to the cycler and stated the machine has been cleaned/disinfected and inquired if the cycler can be used. Additional information was obtained through a follow-up call with the pd nurse manager. It was stated that the patient expired while in the hospital (date of admission not provided). The pd nurse manager stated the patient was in the intensive care unit (ICU) and was receiving pd therapy in the hospital for renal failure. Reportedly, the patient was having up trending serial troponins. It was confirmed that on (B)(6) 2023, the patient had a cardiac arrest and expired during a pd treatment (phase unknown). The nurse manager indicated the cardiac arrest was not due to any product issues and that it was coincidental that the patient had a cardiac arrest during the pd treatment. The pd manager indicated the patient was on a medication code only (per family request) due to the patient¿s overall heath condition. The cardiac arrest with fatal outcome was attributed to patient comorbid conditions.

Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) expired during a pd treatment with the fresenius cycler. There were no reported allegations that the death was related to any product related issues. In fact, the rn stated the death was not due to the cycler and stated the machine has been cleaned/disinfected and inquired if the cycler can be used. Additional information was obtained through a follow-up call with the pd nurse manager. It was stated that the patient expired while in the hospital (date of admission not provided). The pd nurse manager stated the patient was in the intensive care unit (ICU) and was receiving pd therapy in the hospital for renal failure. Reportedly, the patient was having up trending serial troponins. It was confirmed that on (B)(6) 2023, the patient had a cardiac arrest and expired during a pd treatment (phase unknown). The nurse manager indicated the cardiac arrest was not due to any product issues and that it was coincidental that the patient had a cardiac arrest during the pd treatment. The pd manager indicated the patient was on a medication code only (per family request) due to the patient¿s overall heath condition. The cardiac arrest with fatal outcome was attributed to patient comorbid conditions.

Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s cardiac arrest with fatal outcome. The patient was in the hospital receiving dialysis for renal failure, had up trending serial troponins (cardiac markers) and was deemed a chemical code only. The pd nurse manager familiar with the event stated that it was coincidental in nature that the patient expired during a pd treatment with the fresenius cycler. The pd nurse manager attributed the death to patient¿s comorbid conditions. At the time this clinical investigation was completed, the cycler was not returned to the manufacturer. Rather, the cycler was returned to service in the hospital due to no allegations of any product issues in relation to the death. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.